Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter was not working. No additional event or patient information is available. Data log was reviewed for evaluation on 04/14/2017. Data investigation confirmed permanent connection loss that can be connected to the reported allegation. End of life alerts were also noted, but appear to have occurred after 105 days of activation and occurred within specifications. The root cause of the connection loss could not be determined post investigation.